Manufacturer narrative:
Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes. Concomitant medical products: (B)(4): mainframe (B)(4), nim response 3.0 1, s/n (B)(4), lot 206297230 manufactured date: 10/29/2012. Patient code: no consequences or impact to patient (B)(4); device code: intermittent continuity (B)(4). Product evaluation: -- (B)(4), interface: in service and repair the issue was confirmed. Replaced patient interface control board due to failure. The lid was also replaced due to broken standoff and the decal and worn wave washers were replaced. The item was tested and passed all manufacturing specifications. -- (B)(4), mainframe: service and repair examined the unit and could not duplicate customers issue regarding "not stimulating correctly". The unit failed software upgrade. Replaced dsp board due to failure and missing feet. Software was upgraded to current version and placed unit in burn-in for 24 hours. The item was tested and passed all manufacturing specifications.

Event description:
It was reported that "not working intermittently; the unit will not stimulate during cases, then it will start working again." Biomed at the facility confirmed that they tested the system and "could not duplicate the problem." There was no patient impact.

Manufacturer narrative:
Date of this report: (B)(4) 2015. Describe event or problem: additional information received: it was reported that during a thyroidectomy, ¿every time the doctor would put the nerve stimulator on a nerve it wouldn't say "stimulus" like it should.¿ there was no patient impact. Initial reporter: report sent to FDA. Date received by manufacturer: 07/24/2015.

Event description:
Additional information received: it was reported that during a thyroidectomy, "every time the doctor would put the nerve stimulator on a nerve it wouldn't say "stimulus" like it should." There was no patient impact.